Manufacturer narrative:
Additional information: h10: one device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing, and no leak was noted. The reported condition was not verified. The second device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. The bags were delivered to a patient¿s home and leaked before they were used or set up by a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.